Manufacturer narrative:
The t:flex user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 288 mg/dl and insulin injections were used to address the bg level. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be within the infusion set tubing; however, the customer had been using apidra insulin in the cartridge. Cts advised the customer to discuss the use of the off-labeled insulin with a healthcare provider. The customer acknowledged.